Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was reported by a healthcare professional regarding a patient participating in the product surveillance registry (psr). The pump was used to deliver dilaudid (4 mg/ml at 0.8926 mg/day). On (B)(6) 2016 the dose was increased to 1.0711 mg/day. The indication for use was non-malignant pain. It was reported that the patient reported being shocked by their pump on (B)(6) 2016. When the patient went to sit down in her car they felt a "jolt" or "shock" from the pump. It had not recurred. The event resolved without sequelae on (B)(6) 2016. No actions were taken

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.